Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the report indicating that the onset occurred several months ago. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be caused by an oversized cuff. Therefore, a revision surgery was performed to remove and replace the cuff with a smaller one. No additional patient complications were reported.